Manufacturer narrative:
(B)(4). This event was initially reported under 0001822565-2024-00003. However, the MFR number was determined to be incorrect based on additional information received. Medical product: persona femur trabecular metal posterior stabilized (ps) catalog # 42500206401 lot # 63348668. Nexgen standard primary patella catalog # 00587806532 lot # 64296443 tibia trabecular metal two-peg porous fixed bearing left size e catalog # 42530007101 lot # 64202289. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure fifteen months post implantation due to pain and instability. During the revision, the surgeon noted that the distal femoral refresher cut of 5mm was consistent with a diagnosis of flexion instability. The femoral component and art surface were replaced which resolved the complication, and the tibial and patellar components remained intact and well-fixed. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that the patient presented with recurring pain and flexion instability, femoral component and art surface were removed. Tibial and patellar components were well fixed and left intact. Distal femoral cut freshened by 5mm consistent with flexion instability diagnosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.